Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the information that the video connector socket was damaged and rusted, omsc has concluded that the effects of damage and rust may have destabilized video transmission between the endoscope and the video system center, resulting in image malfunction such as image flicker and noise. And it was considered that the connection state between the endoscope and the video system center changed due to the insertion and removal of the endoscope and the endoscopic image was sometimes displayed properly. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the previous reports. The following sections were updated and/or corrected: d4, d5, d10, g4, g7, h2, h3, h6 and h10.

Manufacturer narrative:
The device in this report has not been returned to omsc but was returned to olympus iberia s.a.u. (Oib) for evaluation. The evaluation of the device by oib confirmed the following; the video connector socket of the device was damaged and rusted, and the terminal was corroded. The reported event appeared to be caused by terminal corrosion of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the device was not displayed during video-assisted thoracic surgery. The customer was using the sdi signal. The user did not replace the device and completed the procedure. There was no report of patient injury associated with this event.